Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider via a company representative who reported that with regards to the cause, the surgeon felt like given body habitus and pump location the pump began flipping. The sutures around the anchor eyes looked like they had been placed, but they were not tight or still present in some cases.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving morphine drug and bupivacaine (via an implantable pump for non-malignant pain indications for use. It was reported that the patient recently underwent a pump replacement and catheter revision on wednesday and wanted assistance on how to unpair the old ptm from the previous pump and pair it with the new pump. The company representative (rep) mentioned that they planned to contact the patient to walk them through the process. The tech services advised the rep to have the patient contact patient services directly for assistance with the personal therapy manager (ptm) pairing process, as a code may be required to decouple and recouplethe device, and it would be more efficient for the patient to receive direct guidance. The tech services also obtained additional details regarding the recent pump and catheter revision. The procedure was performed because the previous catheter was kinked, not properly sutured, and the pump had flipped multiple times, resulting in poor flow. The physician decided to replace both the pump and a portion of the catheter during the same procedure. The rep confirmed that the patient now has good flow following the replacement. The tech services documented the information, no further issues were reported at this time. Additional information was provided from a consumer indicating that the agent walked them through unpairing and pairing to pump. The patient mentioned their previous pump had come up to the surface. The patient was feeling much better than they had previously. The patient stated that their previous pump did not work at all.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2024, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 26-sep-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
This event is no longer a reportable event. MDR decision corrected to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable. Due to gch functionality, the complaint flag cannot be flipped to 'no' as a regulatory report exists in this pe.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.